Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that the patient was supposed to feel stimulation on her left foot, but was now experiencing increased nerve pain. This was reported to have started occurring on (B)(6) 2016. The patient had an appointment for a reprogramming session with the manufacturer representative for (B)(6) 2016; however she was redirected to her health care provider. Additional information was received from the patient that reported that she was unsure of the circumstances that led to the stimulation in the wrong location and the nerve pain. The patient met with the manufacturer representative to resolve the stimulation in the wrong location and the nerve pain, which "maybe" resolved the issues. The nerve pain has "sort of" resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.